Manufacturer narrative:
A2: median age 44 years old e1: establishment name: (B)(6). The device was not returned. Attempts were performed to obtain additional information, but no response was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "complications in patients with surgically gastrointestinal anatomy undergoing endoscopic retrograde cholangiopancreatography: 15 year experience at a tertiary care center in latin america" literature summary background endoscopic retrograde cholangiopancreatography (ercp) is a common procedure, but it poses challenges in patients with surgically altered gastrointestinal anatomy (saga). Alternative techniques like single-balloon enteroscopy (sbe), double-balloon enteroscopy (dbe), or push enteroscopy (pe) have been used, albeit with potential complications. Limited latin american data exists on ercp complications in saga patients. Our goal is to describe complications of ercp in saga at a national referral institution. Methods retrospective, single-center cohort study. All saga ercp procedures performed at the gastrointestinal endoscopy department of the national institute of medical sciences and nutrition salvador zubirán from january 2008 to may 2023 were included. Extracted data from records included procedure specifics, endoscope type, success, and complications. Complications were evaluated during procedure and 28-day post-procedure and classified using the agree system. Results a total of 266 procedures in 174 patients were included, 74% were women, and the median age was 44 years. Predominant modified anatomy was roux-en-y biliary reconstruction (79%), followed by whipple procedure (13%) and subtotal gastrectomy with roux-en-y reconstruction (6.0%). The main indications were cholangitis with stricture (31%), stricture (19%), and cholangitis (19%). Dbe was used in 89%, pe in 7.5%, and sbe in 3.4%. Success rates were 77% endoscopic, 72% technical, and 69% therapeutic; in 30%, the procedure was unsuccessful. Complications happened in 18% of cases, most commonly cholangitis (7.5%), followed by perforation (2.6%) and hemorrhage (1.9%). According to the agree classification, 10.9% were grades 1 and 2, 6.4% were grade 3, and 0.4% were grade 4 complications. No significant differences emerged between groups with and without complications. Procedures increased over time, but complications and unsuccessful procedures remained stable. Conclusion ercp complications align with international data, often not requiring invasive treatment. Enhanced exposure to such cases correlates with fewer complications and failures. Prospective studies are essential to identify complication and failure predictors. The following events have been reported in the literature: cholangitis (20) perforation (7) intestinal injury (5) pancreatitis (3) bleeding (5) encephalopathy (1) esophageal mucosal tear (1) abdominal pain requiring intravenous analgesia (3) bilioma requiring percutaneous drainage (1).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.